Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the duodenovideoscope was found to have a cracked lighting lens, peeling of the adhesive on the objective lens, and detachment of the lighting lens adhesive. No patients were involved.